Event description:
Doctor was closing the gastrocutaneous fistula. Doctor asked for the stapler. It was already loaded by the surgical technologist (st) that I relieved. He put part of the tissue between the stapler prongs, opened them, and then readjusted. Then he pushed the green fire button and pulled the black knobs back. He handed me the stapler and the doctor discovered that the stapler didn't work. It had cut, but did not staple. The doctor found a few staples and they had not bent at all. The doctor asked for some suture to close the hole the stapler had left. He put in a few sutures and it was closed. The doctor double checked to make sure it was closed well. He then proceeded to close the abdomen.====================== manufacturer response for stapler, surgical, endo gia ======================they were concerned about the malfunction and very interested in following up asap.